Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced abdominal wall inflammation with pain, abdominal wall abscess, incisional giant hernia repair with mesh and component separation, as well as collection of fluid. Treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, discomfort, inflammation, pain, abscess, recurrence, drainage, loss of appetite, stabbing sensation, swelling, and collection of fluid. Post-operative patient treatment included hernia repair with mesh, component separation, incision and drainage of abscess, medication, and revision surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, b7, h6 (patient codes, imf code, ime e2402: "trouble eating, constant burps"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced trouble eating, feels like something hard in belly, constant burps, doesn't feel good, bloating, swelling, pressure on belly, chronic serosanguinous drainage from abdominal wound, defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, discomfort, inflammation, pain, abscess, recurrence, drainage, loss of appetite, stabbing sensation, swelling, and collection of fluid. Post-operative patient treatment included hernia repair with mesh, component separation, incision and drainage of abscess, medication, and revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, discomfort, inflammation, pain, abscess, recurrence, and collection of fluid. Post-operative patient treatment included hernia repair with mesh, component separation, and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.